Manufacturer narrative:
As reported the patient has a complicated medical history due to brain aneurysms and has undergone multiple procedures for treatment with access through the right femoral artery. As reported the patient has scar tissue in the area of the right hernia repair which is causing inflammation. It is unclear what may have caused the right hernia repair issues reported. Based on the information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event has been estimated. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, 10-15 years ago the patient underwent hernia repair in the right lower groin with the implant of an unknown mesh. The repair ¿did not work¿ and the patient underwent an additional surgery with the implant of a ¿reverse plug¿ (perfix plug). It was reported that, the area in which the surgery was performed ¿did not feel right¿ and the patient underwent explorative surgery during which it was discovered that the mesh had ¿curled up.¿ a partial mesh removal was performed and as reported during this surgery the surgeon inadvertently cut the intestine and repaired it. As reported the patient has had a ¿total of 3 surgeries on the same hernia and is still feeling sick and inflamed and his surgeon stated that they need to cut out the nodules.¿ as reported the patient has a lot of scar tissue that¿s causing inflammation for which medication was provided. The patient has had 9 femoral artery procedures due to the brain aneurysms he experienced previously and the need for access to his brain through his right groin femoral artery for coil placement.